Event description:
Boston scientific received information that this caller stated that this patient who is pregnant, experienced a syncopal episode. The patient also stated that she has been feeling palpitations for some time. . A review of the stored data noted a lot of stored ventricular tachycardia (vt) events. However, the caller stated they are not vt and the markers on the correlating strips do not make sense. Additionally, the competitive right ventricular (rv) lead has been exhibiting increased threshold measurements and decreased r-wave measurements since last follow-up visit. Due to the patient's condition, the physician does not want to perform an invasive procedure at this time.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the strips and noted suspected loss of capture in the ventricle. There is a vp then (vs) following, and the timing from the vp to vs is fast enough to eventually trigger the vt episodes that are being stored. The caller stated that the patient's threshold measurement was 2.0v. However, the output was only programmed to 2.4v. The consultant stated that this would contribute to the theory that there is intermittent loss of capture. They will just increase output to 5.0v and hopefully that will fix problem for now. The ventricular output was increased to 5.0v to see if the clinical observations will be resolved. No other adverse events have been reported. This product issue will be updated if additional information is received.